Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. A complete lead was returned in one piece for analysis. The s-curve height was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead had high capture threshold and high impedance measurements. The lv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.